Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The internal battery was forwarded to the manufacturer's product investigation laboratory for further investigation. During evaluation, the root cause of the internal battery failure was due to a cell imbalance.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.